Manufacturer narrative:
The device was returned for analysis which identified the retrieval catheter had multiple tears. The reported difficult to insert was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or the filter was pulled into the pod too quickly or with excessive force resulting in the noted dc pod damages (wrinkled, kinked); thus resulting in the reported difficult to insert. The noted retrieval catheter damages (torn exit port, multiple distal shaft tears) likely occurred during intentional manipulation outside of the anatomy as the account confirmed. The noted multiple bends and kink on the core likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during prep of an emboshield nav6 embolic protection system (eps), the filter was difficult to load in the delivery catheter pod. The device was not used and there was no patient involvement. Another emboshield nav6 eps was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified the retrieval catheter had multiple tears.